Event description:
It was reported that during use, air leaked from cuff. The patient was reintubated.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested.